Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt was admitted with left arm weakness and facial droop. The pt suffered an embolic stroke.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Based on the information available to the manufacturer, a correlation between the device, the reported stroke and gi bleeding could not conclusively be determined. However stroke and bleeding are listed in the device¿s approved labeling as adverse events that may be associated with the use of the left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The reported stroke was determined to be embolic, the origin was unknown. Due to recurrent gastrointestinal bleeding, the patient's anticoagulant therapy was only aspirin 81mg three times per week. An esophagogastroduodenoscopy found 3 actively bleeding arteriovenous malformations (avm). The patient was restarted on heparin and coumadin due to the embolic stroke. The patient was discharged home.